Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to residual astigmatism. Account indicated that the impact to the patient was decreased visual acuity. The replacement iol was of the same model with 17.0 diopter (0.5 diopter power difference). Visual acuity readings observed as 20/70 pre-initial implant, 20/50 post-initial implant, 20/25 post-replacement. There was no loss of two lines or more best corrected visual acuity (bcva). No further medical or surgical intervention was required. The patient was doing fine when discharged. The explanted lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: asku - asked but unavailable. Phone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.